Event description:
During an acl reconstruction the surgeon was applying the last few turns of the device and the top broke off the shaft. The broken portion was immediately retrieved by the surgeon. The IFU recommends that a tap be used to clear a tunnel before insertion of the screw into hard bone. The tap was used but the tunnel was only cleared to a depth of 15mm, half the length of the screw. No delay occurred and no pt injury was reported.